Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. The central control monitor (ccm) booted up normally but once on the advanced perfusion screen, the cursor control was not responding to touch. There was no sign of physical damage on the screen, so the issue is within the monitor. This touchscreen repair requires the unit to be returned to the supplier. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received that as a result of the reported issue, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touch screen was not responsive as the pointer on the screen was frozen. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) was able to confirm the reported complaint. The fsr attempted troubleshooting steps, but the issue remained. The ccm was replaced. The unit operated to the manufacturer's specifications.